Event description:
Patient reported right side rupture. Healthcare professional reported right side no complaint against the device. Healthcare professional later reported via MRI right side "evidence of a 'keyhole sign' along the posterior aspect of the implant consistent with a noncollapsed rupture", but it was confirmed during surgery that the right implant was found intact. Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.